Event description:
It was reported that during implant, when the lead was connected to the implantable cardioverter defibrillator (ICD), there was a connection problem. It was noted that the setscrew would not tighten. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. (B)(4).